Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres in 3 seconds, the balloon ruptured. The device was removed and a pinhole at the middle part on the balloon was observed. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.